Manufacturer narrative:
The insulin pump had button error alarm and no button response due to moisture damage keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip, missing end cap sticker. No moisture damage electronic assembly. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm. The customer's blood glucose was unknown at the time of incident. The customer's mother stated that there was moisture under the screen. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.